Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during the procedure, the device was showing premature depletion. It was also indicated that the power consumption was running at 130%. The patient is permanently in atrial fibrillation, and has sam software installed with the device. Both high rate atrial sensing, and sam software are known to have an impact in battery consumption. Therefore, device reprogramming was recommended, which will likely recover the battery's longevity. No adverse effects were reported.